Event description:
A hospital in another country, reported through our distributor that the water feed tube of a mr290 humidification chamber came off from the chamber body. The water bag spike at the other end of the water feed tube had also detached when the hosp staff were exchanging water bags. No pt consequence was reported.

Manufacturer narrative:
The water feed tube and chamber were visually inspected for damage. Results: no glue was present where the water feed tube attaches to the chamber. A small globule of glue was nearby. The water feed spike was not returned. The actual length of the water feed tube was significantly shorter than the specified length. This is the only complaint we have rec'd for this lot number. Conclusion: the glue from the machine had been misdirected during the assembly of the water feed tube onto the chamber dome. Whether or not the water bag spike had not been glued, or why the length of the water feed tube was shorter than normal, cannot be determined.